Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("there was a piece left in the tube"), pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 27-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, depression, abscess of bartholin's gland, endometrial ablation, craniotomy and hydrocephalus. Concurrent conditions included benign intracranial hypertension, pharyngitis, peritonsillar abscess, peritonsillar cellulitis, tonsillitis, mood swings, diabetes mellitus, malignant neoplasm of cervix uteri and adenomyosis. Concomitant products included conlunett (ortho-novum), diazepam (valium), escitalopram oxalate (lexapro) since 2007 to september 2008 and vicodin. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),") and weight increased ("weight gain"). In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), urinary tract infection ("multiple urinary tract/infection bladder/ urinary tract/vaginal) type: urinary tract/vaginal infection"), vaginal infection ("vaginal infections/infection bladder/ urinary tract/vaginal) type: urinary tract/vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and headache ("migraines / headaches"). The patient was treated with antibiotics, amoxicillin, surgery (total vaginal hysterectomy to remove essure), surgery (total vaginal hysterectomy to remove essure) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, migraine, back pain, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 3 coils on right, 1 coil on left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("there was a piece left in the tube"), pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 27-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, depression, abscess of bartholin's gland, endometrial ablation, craniotomy and hydrocephalus. Concurrent conditions included benign intracranial hypertension, pharyngitis, peritonsillar abscess, peritonsillar cellulitis, tonsillitis, mood swings, diabetes mellitus, neoplasm cervix and adenomyosis. Concomitant products included conlunett (ortho-novum), diazepam (valium), escitalopram oxalate (lexapro) since 2007 to (B)(6) 2008 and vicodin. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),") and weight increased ("weight gain"). In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), urinary tract infection ("multiple urinary tract/infection bladder/ urinary tract/vaginal) type: urinary tract/vaginal infection"), vaginal infection ("vaginal infections/infection bladder/ urinary tract/vaginal) type: urinary tract/vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and headache ("migraines / headaches"). The patient was treated with antibiotics, amoxicillin, surgery (total vaginal hysterectomy to remove essure), and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, migraine, back pain, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 3 coils on right, 1 coil on left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 21-jun-2018: medical records received. Event per mr: "there was a piece left in the tube". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("there was a piece left in the tube"), pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 27-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, depression, abscess of bartholin's gland, endometrial ablation, craniotomy and hydrocephalus. Concurrent conditions included benign intracranial hypertension, pharyngitis, peritonsillar abscess, peritonsillar cellulitis, tonsillitis, mood swings, diabetes mellitus, malignant neoplasm of cervix uteri and adenomyosis. Concomitant products included conlunett (ortho-novum), diazepam (valium), escitalopram oxalate (lexapro) since 2007 to september 2008 and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("multiple urinary tract/infection bladder/ urinary tract/vaginal) type: urinary tract/vaginal infection"), vaginal infection ("vaginal infections/infection bladder/ urinary tract/vaginal) type: urinary tract/vaginal infection") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), headache ("migraines / headaches") and nervous system disorder ("neurological disorder"). The patient was treated with amoxicillin, antibiotics and surgery (ablation and total vaginal hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, migraine, back pain, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, headache, weight increased and nervous system disorder outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nervous system disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 3 coils on right, 1 coil on left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received. Event neurological disorder added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder. Concurrent conditions included benign intracranial hypertension. Concomitant products included diazepam (valium), escitalopram oxalate (lexapro) since 2007 to (B)(6) 2008 and vicodin. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and weight increased ("weight gain"). In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"). On an unknown date, the patient experienced back pain ("lower back pain"), urinary tract infection ("multiple urinary tract/infection bladder/ urinary tract/vaginal) type: urinary tract/vaginal infection"), vaginal infection ("vaginal infections/infection bladder/ urinary tract/vaginal) type: urinary tract/vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and headache ("migraines / headaches"). The patient was treated with antibiotics and surgery (total vaginal hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine, back pain, vaginal haemorrhage, urinary tract infection, vaginal infection, menorrhagia, female sexual dysfunction, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract/vaginal infection, apareunia (inability to have sexual intercourse), migraines / headaches, weight gain. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), migraine ("migraines"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract infection ("multiple urinary tract") and vaginal infection ("vaginal infections"). The patient was treated with surgery (total vaginal hysterectomy to remove essure). Essure was removed on 19-may-2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine, back pain, vaginal haemorrhage, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.